Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline migrated into the aneurysm and had to be removed. The patient was being treated for a right proximal cavernous segment, unruptured, fusiform aneurysm with aneurysm length measuring 26mm x 18mm transverse by 18mm ap. The neck length is approximately 9mm. Vessel tortuosity was severe. The devices were prepared as indicated in the instructions for use (IFU).  Access was difficult and multiple access catheters were used to gain access. After the first pipe was placed, it appeared a successful placement. The tip coil was retrieved and the .027 was pulled. It was then discovered the first pipeline did not have proximal wall apposition and prolapsed into the aneurysm. Access was lost to vessel. Attempts were made to recanalize the vessel through the 5x16 pipeline unsuccessfully. Contralateral access was utilized to cross the anterior cerebral artery (aca) and cross through the pipeline distally. A long wire was snared on the rt side and access was restored. An additional pipeline was placed to secure proximal wall apposition. Full wall apposition was not achieved. No ballooning was required. A few times during the case flow was limited on the right side and medication was administered to resolve. Both times flow was restored. Angiographic result post procedure was a successful treatment. Patient developed subarachnoid hemorrhage (sah) during night of procedure and was transferred to another hospital for an external ventricular drain (evd). Wed (B)(6) 2022 patient was stable to improved and did not get an evd and was put back on asa and plavix. The doctor notified the manufacturing representative the patient died.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that balloon dilation was performed which caused the pipeline to slip into the aneurysm pro ximally. It was clarified that the patient did not receive an evd. The patient died on either (B)(6) 2022. The causes of death was subarachnoid hemorrhage due to anticoagulation therapy. Asperina, plavix, and half cardiac dose 7mg of integrelin were administered, and the patient was 81 years old. The death was thought to be related to the therapy. Dual antiplatelet therapy was administered. The patient had a dnr and the family honored it. There were no other medical events/procedures leading up to the patient's death.